Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash from the device. The rash was described as red but there was no broken skin. The patient reported consulting her doctor and reported that the doctor advised the use of hydrocortisone cream. During a follow up the patient reported that the rash had healed since using the cortisone cream.